Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was unable to recover cubies, forcing the drugs to be unloaded. The customer stated that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer was unable to recover cubies and forced the drugs to be unloaded. A field service engineer (fse) removed the main drawer, number two, from the station and inspected the rear components of the drawer. Fse replaced the flat flex retractor band cable and noticed that the latch insert was the old-style round peg in a square hole version, so fse replaced it as well. Additionally, fse opened the inner drawer and removed the side panel. Since the customer had reported repeated issues, fse removed each row board, inspected the cabling connections, and checked all contacts for aluminum foil and debris. Fse released all cubie pockets were from the row board, and all contacts and connectors were cleaned. After reassembling the drawer, fse reinstalled it in the main station chassis and connected the pyxis bus cable. Fse then restarted the station. While the application was launching, fse logged into admin mode and completed the required diagnostic testing. The system functioned as intended after the field service engineer repaired the device.